Event description:
It was reported that a dissection occurred. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was for use during a transcatheter aortic valve implantation (tavi) procedure. Mild resistance was noted during inserting the valve delivery system through the 14f isleeve introducer sheath. Post tavi procedure, an iliac artery dissection was observed. The exact time of when the dissection occurred is unknown. The iliac was repaired using a covered stent. The patient's condition is stable.